Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data confirms out of range/antenna icon as evidenced by gaps in transmission. Product return received for transmitter and receiver. Product investigation concluded no defect found with the transmitter and receiver. No data available for evaluation.

Manufacturer narrative:
(B)(4). Evaluation of the returned device did not confirm the reported permanent loss of "y".